Event description:
It has been reported to philips that the customer was unable to perform fluoroscopy intermittently. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system couldn't perform fluoroscopy and x-ray delay. After reviewing the log file fse discovered that ippc does not have a network connection. Fse recreated the ippc image. After the reconstruction of the image, the system was returned to use in good working order. The codes were updated based on the investigation outcome.